Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) reviewed the instrument data. Review of the reaction curves indicated a normal reagent delivery of transferrin reagent 1 and reagent 2 occurred. The hsc determined the cause of the discordant, falsely low transferrin result was due to no or insufficient sample delivery. This was an isolated sample event. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low transferrin result was obtained on one patient sample on an advia 2400 instrument. The initial result was not reported out to the physician(s). The initial result was sent to validation and reviewed by the chemical pathologist, who requested the sample to be repeated. The sample was repeated on the same advia 2400 instrument. The repeat resulted higher and matched with the patient's clinical picture. The repeat result was released. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low transferrin patient result.